Event description:
During a premature ventricular contraction ablation procedure the catheter handle started leaking during ablation, causing the rf generator to display an "ee" error. The catheter was replaced to resolve the issue. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One flexability ablation catheter was received for evaluation. Bends and kinks were noted in several places along the catheter shaft. No other visual anomalies were noted. The catheter no longer deflected 180 degrees to form curve d due to the bends in the shaft. The catheter met specifications for electrical and temperature testing, and met acceptable irrigation rates during a flow test. Additionally, the handle was opened and there was no evidence of leaks or fluid present during flow testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.